Manufacturer narrative:
Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
The consumer's spouse called into customer care concerned with her husband's high blood glucose readings. It was reported to nova biomedical on (B)(6) 2015 that the consumer went to the hospital on (B)(6) 2015 due to a higher than expected blood glucose reading. According to the consumer's spouse, the consumer performed a blood glucose test at 6:00am on (B)(6) 2015 getting a result of 471 mg/dl. They contacted their hcp because the consumer reported, "[?] He felt dizzy and had some pains in his arms.." On the advice of her physician the consumer went to the hospital. When the consumer arrived at the hospital a blood glucose test was performed using an unknown meter getting a result of 105 mg/dl. The consumer's stated, the consumer was admitted for an overnight stay due to a health issue unrelated to his diabetes. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before using their initial test strips as instructed in our directions for use. It was also revealed by the consumer, he transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. The consumer was educated on these directions for use at the time of call.